Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. Early surgical intervention was performed to explant the system. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.